Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial (subject ID: (B)(6)). It was reported that a female patient who underwent augmentation surgery with mentor glow study gel devices on (B)(6) 2017. Adverse event # 1. Reflux, burning in throat, systemic side, implant serial number: (B)(4); date of implant: (B)(6) 2017. On (B)(6) 2017, she presented with reflux, burning in throat, which required medication treatment with sucralfate 1 gram qid. Adverse event # 2. Left breast spitting suture, left side, implant serial number: (B)(4). Date of implant: (B)(6) 2017. On (B)(6) 2021, she presented with left breast spitting suture, which required suture removed from left breast areola on (B)(6) 2017. Adverse event # 3. Cardiac & respiratory symptoms, sleep disorder, skin issues, skin rash, , systemic side, implant serial number: (B)(4). Date of implant: (B)(6) 2017. On (B)(6) 2021, she presented with cardiac & respiratory symptoms, sleep disorder, skin issues, skin rash. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should more information become available, this note will be updated and case reassessed. This medwatch report is for the patient¿s left-sided device.

Event description:
This event is associated with the glow clinical trial (subject ID: (B)(6) it was reported that a female patient who underwent augmentation surgery with mentor glow study gel devices on (B)(6) 2017. Adverse event # 1. Reflux, burning in throat, (systemic side, implant serial number: (B)(6) date of implant: (B)(6) 2017). On (B)(6) 2017, she presented with reflux, burning in throat, which required medication treatment with sucralfate 1 gram qid. Adverse event # 2. Left breast spitting suture, (left side, implant serial number: (B)(6). Date of implant: (B)(6) 2017). On (B)(6) 2021, she presented with left breast spitting suture, which required suture removed from left breast areola on (B)(6) 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should more information become available, this note will be updated and case reassessed. This supplemental medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Additional information received on december 19, 2023 was reviewed by the clinician and event description under field b3 has been updated accordingly. Manufacturer¿s reference number: (B)(4).